Event description:
A physician reported that during a surgery a phacoemulsification handpiece heated while performing ultrasound. The surgery was completed after replacing the product with another one. The procedure details and patient impact were not reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the phacoemulsification handpiece (hp) was returned for this investigation for evaluation. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The hp was returned for this investigation for evaluation. A visual assessment of the returned sample revealed no obvious nonconformities. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. During the burn-in test, the temperature of the hp was measured per the product design specification and was found to be within specifications. The handpiece was then connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to not meet specifications. No problem was found as related to the reported event of temperature high with the returned handpiece during testing. Therefore, the customer reported event was not able to be confirmed. The hp was evaluated and was found have no problem as related to the reported event. Therefore, the root cause of the reported event is inconclusive manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the phacoemulsification handpiece (hp) was returned for this investigation for evaluation. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The hp was returned for this investigation for evaluation. A visual assessment of the returned sample revealed no obvious nonconformities. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. During the burn-in test, the temperature of the hp was measured per the product design specification and was found to be within specifications. The handpiece was then connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to not meet specifications. No problem was found as related to the reported event of temperature high with the returned handpiece during testing. Therefore, the customer reported event was not able to be confirmed. The hp was evaluated and was found have no problem as related to the reported event. Therefore, the root cause of the reported event is inconclusive manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).